Event description:
The technician alleged that the side rail is not latching. No pt impact.

Manufacturer narrative:
The technician found the side rail end tube is bent. The technician replaced the side rail end tube to resolve the issue.